Event description:
Customer reported that the screen is not legible. The batteries have been replaced with a new supply. There was no pt incident or injury reported.

Manufacturer narrative:
Evaluation results: evaluation of the returned products revealed the unit powers up and passes all functional tests performed. The reported issue was not confirmed. Although the unit passes all functional tests, visual findings observed one battery spring is corroded due to battery leakage. Note: posey instructions for use has a warning statement: take care when installing new batteries. The alarm will not work if batteries are installed properly. Do not mix old and new batteries, or battery brands within a battery pack. Always install a completely new set of batteries. Do not allow batteries to deplete while in the alarm. Depleted batteries may leak and corrode, causing damage to the electronics and reliability. After changing batteries, test the alarm and sensor for proper operation prior to putting in service with a pt and each time before leaving the pt unattended. When storing the alarm with power on, check the alarm every week to make sure the batteries are still operable and the alarm is still on. Remove batteries when storing the alarm for an extended period to prevent depleting the batteries and potential corrosion. (B)(4).